Event description:
It was reported that the lead dislodged, causing high capture thresholds and poor sensing. The lead was explanted and replaced after repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.